Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unspecified elevated blood glucose (bg) level on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.